Event description:
Reporter reported to smiths medical international that the tubing was disconnected from the stopcock. It was discovered before use of the patient--during the opening of the bag.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by another country's company. The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been rec'd from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted as soon as the investigation has been completed.